Event description:
It was reported that, "patient presented with fluid in knee several months after triathlon tkr. Knee was drained. No sign of infection."

Manufacturer narrative:
The device remains implanted and is not available for evaluation.